Event description:
In 2009 - device p-200 pl was implanted under scleral flap through 25 ga needle. During the first week postop, the express was well positioned and free and the iop was normal. The following month - steroids were stopped and nsaids were initiated due to increase in iop. Digital message was not performed to this pt. Six days later - the pt complained of sudden loss of vision. He was sent by the surgeon to the emergency room as he could not see him at that time. In the eye doctor reported on corneal edema but did not notice the ex-press dislocated into the ac. The pt was put back on topical steroids. Three days later, the pt came to the surgeon who saw the ex-press in the lower angle of the ac. The reason for the device falling into the ac could not be explained. The pt was taken to the or and the ex-press was retrieved from the ac without difficulty via a femoral corneal incision using viscoelastics. Since then the iop has been high and the cornea has been edematous especially on awakening in the morning. The corneal edema improves during the day becoming better in the afternoon. The pt now is on 3 tablets of diamox daily. The optic nerve is stable and allows for postponing the glaucoma surgery.

Manufacturer narrative:
The batch record was found in accordance with manufacturing requirements. Each and every device is thoroughly examined and inspected during and after manufacturing and so did this device. This is no ensure that products shipped to customers are of the highest quality. As can be seen in the pictures above, the device was manipulated. Reason unk but both back plate and body were damaged. Lumen was found clogged. It is not possible to determine whether it was blocked before or during the explantation. The lumen patency is checked for every device as a part of the final testing at optonol. Blocked devices are rejected and separated immediately from the batch. The conclusion is that the device was blocked after the implantation. It is concluded that the product left the company premises complete and perfect and with no defect that may explain the nature of the complaint.